Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and it was noted that the housing had some scratches. The most likely cause for this failure can be attributed to mishandling/misuse due to the damage to the device. The returned device was assembled with an ar-6410 lot# 71915423 and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal use conditions to see if the failure reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure of 50, the run button was pressed to start the machine and the pump ran 31 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found. Refer to investigation photos.

Event description:
On 05/14/2024 it was reported by a sales representative via sems-06567615 that an ar-6480 dualwave pump was not regulating the pressure it would randomly increase the pressure on its own. The issue was discovered during the surgery. Another device was swapped and the case was completed with no adverse effects on the patient.